Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a lead revision procedure, the atrial lead was inserted into the atrial header port of the pulse generator and was loose. The device was explanted and replaced. The lead was successfully inserted into the replacement device.